Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported an implantable neurostimulator (ins) pocket issue. It was stated the device ¿pinches¿ the patient. It was stated the ins was larger than the previous device and it was very uncomfortable for them. It was noted the patient had an ins and pocket adaptor implanted. It was also stated that the stimulation was too powerful which caused numbness of the legs and feet. There were no falls or traumas reported that could be related to the issue. There were also no unrelated medical procedures. It was noted the hcp had questions regarding removing the ins and lead. It was stated the patient was requesting the system to be removed and asked should or could the lead be removed. No revision had occurred. It was noted as a gradual change in therapy/symptoms and had occurred since the ins was replaced on (B)(6) 2015. The patient was implanted for non-malignant pain. Additional information was received from a hcp. It was reported that the patient was planning to have the device removed because stimulation was too strong. In addition to causing the patient¿s legs to go numb, the stimulation was uncomfortable. The device was also sending pulse through her body from her head to her toes, and it was so sensitive. The patient turned it off and left it off because of this. It was noted that they planned to take the system out and not replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.